Manufacturer narrative:
Concomitant medical products: product ID 3387s-40 ,lot# va062uf, implanted: (B)(6) 2013, product type: lead. Product ID 37601, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 37601, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for obsessive compulsive disorder (ocd) and movement disorders. It was reported impedance measurements were taken and therapy impedance was 450 ohms; c/0 3115, c/1 523, c/2 1887, c/3 519, 0/1 2846, 0/2 4083, 0/3 2846, 1/2 1423, 1/3 35, and 2/3 1287 ohms. The extension on the one side felt tight and they had above impedance on that same device. They did not know which side the issue was on. There was tightness along the extension and in their neck. Additional information received one week later from the health care professional (hcp) reported an x-ray was taken and it identified a lead break above the connector. The cause of the tightness in their neck was a lead break. The patient's device would be explanted and the device would be replaced in (B)(6) of 2015. Please see manufacturer report #6000153-2015-00483 for information on the patient's concomitant system.

Event description:
Additional information received reported the surgery had been delayed due to insurance dispute. Surgery was tentatively scheduled for the month of (B)(6) 2016 but all depended on insurance so there was no device yet.